Manufacturer narrative:
Investigation summary: customer data reviewed and results confirmed. Positive and negative controls tested as expected in both customer runs. Cause of conflicting results for one sample unable to be determined. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 discordant sars results when testing left nares vs right nares of patient. Positive CT result was 21-24. Unknown if confirmation method was run or symptomatic status of patient.